Event description:
It was reported that during a scheduled review of remote home monitoring data, review of an atrial tachy response (atr) event showed that this pacemaker and right atrial (ra) lead exhibited oversensing of noise that resulted in an unspecified duration of pacing inhibition. Review of a more recent presenting electrogram (egm) showed possible noise on the ra channel, however, the noise was not sensed. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.